Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the unit might not be sterile.

Manufacturer narrative:
The tip defects condition was confirmed on the product received. Upon device inspection it was noted that what is referred to as a tip defect is the effect of the metal tip rubbing against the tubing or other device parts most likely during shipping transit and handling. This is a known defect that occurs mostly during rough handling and shipping conditions that forces the metal tip to hit and/or rub against other components. This failure mode is easily replicated by rubbing the metal tip against the tubing and other device parts. This is also easily noticeable. The probable root causes are: 1. Manufacturing/assembly error; 2. Incorrect or inadequate packaging; 3. Severe shipping conditions; 4. User error in not properly inspecting unit prior to use; with the evidence at hand, the most likely root cause is severe shipping conditions. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip of the unit might not be sterile.